Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, the customer did not address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.